Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: imd49jb53 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead showed a change in pacing configuration due to high bipolar impedance along with downward trending unipolar impedance. The rv lead was capped and replaced. No patient complications were reported as a result of this event.